Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the patient had several health issues including renal insufficiency. The stent grafts were successfully implanted; however, the patient expired 3 days after the procedure due to a myocardial infarction and renal failure. No additional information was provided.